Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: on (B)(6) 2024, the respiratory and critical care ward 11a was using the hamilton ventilator in the intensive care unit. After running for a period of time, it prompted that battery 2 needed to be replaced, and the alarm could not be reset and eliminated. After shutting down and restarting, the alarm still sounded, and it was stopped for repair. No health consequences or impact. Patient involvement is unknown.